Event description:
A cardiac arrest event was reviewed at a customer site. Philips has been asked for an explanation as to why a shock was advised in this instance. It has not yet been reported whether the device was a factor in the patient outcome.

Manufacturer narrative:
A cardiac arrest event was reviewed at a customer site. Philips has been asked for an explanation as to why a shock was advised in this instance. It has not yet been reported whether the device was a factor in the patient outcome. Follow-up report will be submitted after philips obtains more information about this event.